Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/23/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/26/2013 with the following findings:the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow, down arrow and contrast keypad buttons responded appropriately; the ok keypad button was shorted and responded as if it was the contrast button. The keypad cover was removed and there was no evidence of damage or contamination found. Unrelated to the complaint the bolus button was found to be unresponsive. The pump was opened and the bolus button pin was found to be shorted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.